Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that due to damaged charged coupled device, the specific resolving power could not be obtained. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a damaged charged coupled device (ccd), and the power could not be resolved. There was no patient involvement.